Event description:
A malfunction was reported on the pump by the customer. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer by providing information to reset the pump, and after doing so, the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue arises again, which the customer understood and acknowledged.